Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had faulty screen calibration. It was indicated that the touchscreen connector required cleaning and reseating. It was also indicated that multiple external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had faulty screen calibration. The programmer was returned for service. There was no patient involvement.